Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event date of the fracturing their wrist was (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had unbalanced gait; they had been having increasing falls and was now falling once or twice a week. One fall resulted in a wrist fracture. In the clinic, the patient had some right hand posturing and fisting while walking. Their left side was reprogrammed and this improved the gait balance and right hand posturing. It was noted this event was related to device/therapy/programming and not related to the implant procedure. The event resolved without sequelae on (B)(6) 2019. No further complications were reported as a result of this event.